Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation surgery, when phacoemulsification was started, the ophthalmic handpiece did not aspirate and displayed an occlusion on the screen. The patient experienced a wound burn. The surgery was completed by changing to a new fluid management system (fms) and using a basic salt solution (bss) push through the handpiece to clear the occlusion. The surgery was completed on the same day after the patient was sutured. The current condition of patient is unknown.

Event description:
Additional information received stated that there was no aspiration in the phaco mode, the surgery was completed with the same handpiece post replacing the phaco tip and pak on the same day. The surgeon was expecting visual acuity but did not reach as expected. Due to blockage, it could not aspirate the cataract piece. The burn area was slightly opaque due to burn but did not affect the middle area and no cornea implant was required.

Manufacturer narrative:
Additional information is provided in sections b.5, b.6, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.11. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).